Manufacturer narrative:
The insulin pump received with no button response due to corroded keypad traces. No unexpected numbers ramping during testing. The insulin pump was unable to perform the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to no button response. The insulin pump was received with cracked reservoir tube, cracked battery tube threads and broken belt clip slot. (B)(4).

Event description:
The customer reported via phone call that she experienced high blood glucose. The customer reported that the buttons were unresponsive. The customer's blood glucose was 448 mg/dl at the time of incident. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.